Event description:
Patient deceased [death]. Case (B)(4) is a serious spontaneous case received from a consumer via regulatory authority in united states. This report concerns a patient (no identifies reported) who died during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 20 mg, 2ml, unknown dose and frequency for an unknown indication from an unknown start date to an unknown stop date. The patient's spouse reported the patient died on (B)(6) 2021. The drug was last dispensed on an unknown date in 2021. No additional details provided. Action taken with euflexxa was not applicable. On (B)(4) 2021, the outcome of patient deceased was fatal. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Sender comment: based on the known safety profile, when used according to label, it is considered highly unlikely that euflexxa caused the patient's death and therefore considered to be not related to euflexxa. Overall listedness (core label) is unlisted. Reporter causality: related company causality: not related other case numbers: internal # - others = mw5100843 this ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.